Event description:
A healthcare professional (hcp) reported a low reading issue with the abbott diabetes care (adc) device. The customer received unspecified low sensor scan results and counteracted these readings with oral glucose or sugary foods for two days. It is unknown whether the customer noticed a trend arrow on the device. The hcp further noted that due to the recurring low scan readings, the "ypsopump" did not administer insulin or only delivered a minimal amount. As a result, the customer's "ypsopump" gave only 5 to 7 insulin units per day instead of the usual 50 units. The customer lost consciousness, and the caregiver called an ambulance, which took the customer to the hospital. Upon arrival, the customer was still unconscious and in a comatose state, requiring resuscitation for 50 minutes to regain consciousness. This led to hyperglycemia and diabetic ketoacidosis (dka), with a laboratory test result of 1424 mg/dl. The sensor was removed to allow for further treatment (unspecified). The customer remained in the hospital until 04jul2025 and was then transferred to a rehabilitation facility in "wallerfangen" for further observation. The hcp is unable to provide additional data or information due to confidentiality regarding patient information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional (hcp) reported a low reading issue with the abbott diabetes care (adc) device. The customer received unspecified low sensor scan results and counteracted these readings with oral glucose or sugary foods for two days. It is unknown whether the customer noticed a trend arrow on the device. The hcp further noted that due to the recurring low scan readings, the "ypsopump" did not administer insulin or only delivered a minimal amount. As a result, the customer's "ypsopump" gave only 5 to 7 insulin units per day instead of the usual 50 units. The customer lost consciousness, and the caregiver called an ambulance, which took the customer to the hospital. Upon arrival, the customer was still unconscious and in a comatose state, requiring resuscitation for 50 minutes to regain consciousness. This led to hyperglycemia and diabetic ketoacidosis (dka), with a laboratory test result of 1424 mg/dl. The sensor was removed to allow for further treatment (unspecified). The customer remained in the hospital until (B)(6) 2025 and was then transferred to a rehabilitation facility in "(B)(6)" for further observation. The hcp is unable to provide additional data or information due to confidentiality regarding patient information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.